Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr44.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device could not charge defibrillation energy. There was no patient use associated with the reported issue.